Manufacturer narrative:
The insulin pump was received with broken battery tube threads. No damage on battery cap. The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. The insulin pump was received without the original pump belt clip, however the insulin pump belt clip slot was broken. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that the insulin pump had crack. The customer reported that the insulin pump was dropped. The customer's blood glucose was 50 mg/dl at the time of incident. The customer's blood glucose was 205 mg/dl at the time of call. The customer stated that they treated the low blood glucose with food. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.